Manufacturer narrative:
Vyaire medical file ID: (B)(4). H3: 81 other - the suspect device was not returned for evauluation. A definitive root cause could not be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : trouble shooting-issue resolved.

Event description:
It was reported to vyaire medical there is no volume and no gas getting to the avea ventilator unit. No patient involvement.